Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's left ventricular (lv) lead was found to have lost capture, and was confirmed to be dislodged under fluoroscopy imaging. The lv lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.